Event description:
It was reported that during a spine procedure, the bur broke off in the attachment. It was also reported that no broken pieces were left behind in the patient. It was further reported that another bur was readily available to successfully complete the procedure.

Manufacturer narrative:
The bur subject to this MDR has not been returned to manufacturer for evaluation as yet. The bur part number and lot number has not been provided.